Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the pump¿s manufacturing records did not reveal any deviations from specifications. Pathological evaluation of the pump did not reveal any evidence of thrombus within the pump. Visual examination did not reveal any abrasions on the upper and lower ceramic housing surfaces; however, abnormal wear and damage to the coating finish on the center post and the inner diameter of the impeller were noted. Dimensional verification revealed that the spring rate, rear housing disc curvature and front housing disc curvature measurements were found to be deviating from specifications. The toggle free test also failed as a result of the spring rate deviation. Given that the pump met specifications prior to release, these deviations were likely developed during use. Post-explant functional test could not be performed since the spring rate failed and the condition of the center post magnets and impeller was required to be preserved in order to perform further testing. Supplemental testing was performed to further investigate the failures observed during visual examination and dimensional verification. Results revealed radial fractures and corrosion in the three center post magnets. Progression of corrosion caused local demagnetization of the inner bearing, thus compromising the integrity of the magnets. Additionally, an audio file provided by the site revealed an abnormal sound from the vad during use, thus confirming the reported ¿abnormal sound¿ event. The reported events of ¿high watt alarm¿ and ¿vad disconnects¿ were confirmed through log file analysis. Review of the controller log files revealed 12 high watt alarms were logged since 05/mar/2020. During the high watt alarms, abnormally high power values ranging between 9.6 to 43.5 watts were recorded. Additionally, some of these high watt alarms occurred with lower vad speed measurements, which is a possible indication of a high loading so that the controller cannot maintain pump speed. The average power consumption was within the normal operating range within the analyzed period. 12 vad disconnect alarms were logged on the controller. An analysis of the alarm file revealed that these vad disconnect alarms were not true electrical discontinuities, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred, likely as a result of the sudden high power events. Commutation is the process of switching winding current to generate motion. When these types of vad disconnects occur, the synchronization between the controller¿s commutation and the impeller rotation is lost and will cause the impeller to stop. Since there is no true feedback, the controller does not sense the stopped impeller and c ontinues to try to control it. This can result in the commutation rate being higher than the set speed. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm. Since the driveline was still physically connected to the controller, the controller sensed it one (1) second later leading to a restart. Based on the investigation conducted, the most likely root cause of the reported event and the abnormal wear/damage to the coating finish on the center post and the inner diameter of the impeller may be attributed to the local demagnetization of the inner bearing sub assembly induced by progressive corrosion during use. The local demagnetization compromised the axial forces between the impeller and the center post, thus leading to sporadic friction between the two components, excessive vibration, high watt alarms, and vad disconnects. Additionally, it is likely this finding contributed to the reported abnormal sound event. Furthermore, the progressive corrosion in conjunction with magnetic strength degradation was caused by the interaction between the magnets and moisture ingress/entrapment after vad release; however, the source of moisture ingress/entrapment cannot be conclusively determined at this time. An internal investigation was initiated to address this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a high watt alarm after turning over in bed. The patient presented to hospital for evaluation, and an abnormal sound was heard on the ventricular assist device (vad) due to excessive vibration. The patient was fatigued, light-headed and dizzy and was experiencing shortness of breath. High watt alarms sounded frequently. Log file review revealed transient spikes in the vad power at the times of the high watt alarms, however overall power consumption remained normal. It was further reported that when the patient arrived to the operating room for a vad exchange, there were multiple alarms for vad stops due to the driveline becoming disconnected. The pump would then restart and return to baseline. The patient was prepped and placed on bypass, and the vad was turned off via the monitor. The vad was subsequently exchanged. No further patient complications have been reported as a result of this event.